Manufacturer narrative:
The product is not expected to be returned for analysis. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this target market release (tmr) after bypassing the patient and during ICU monitoring with this hemosphere alta monitor (2024-29452-01), there was a very large discrepancy between the integrated cardiac output (ico) and the right ventricular cardiac output (corv), ~4 vs ~8. These values were compared with the eco images. There was no error message displayed. The patient was not treated according to the wrong values provided. There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The issue was investigated and it was determined that the system behaved as expected.